Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-12509 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a shocking sensation. The patient stated that they had an MRI on (B)(6) 2019 and felt ¿a tased¿. They indicated that the ¿tase¿ was ¿where you do not want to be tased. There were no further complications reported or anticipated.